Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that during priming, the device started squirting out really fast, and the device restarted itself. The customer states this incident had occurred four times in a row. The customer's blood glucose level at the time of incident was 120mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. No a33 alarms noted. The insulin pump passed displacement test. The insulin pump had minor scratches on the lcd window.